Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The customer reported via sales rep that a pt with initial condition - osteoarthritis underwent a primary surgery about 2 and half years ago. Customer added that the 35.5mm exeter stem fractured in pt on the (B)(6) 2010, which led to a revision surgery on the (B)(6) 2010.